Manufacturer narrative:
Received one device. Visual inspection found no damage, however additional inspection found that the upstream occlusion sensor (uso) is damaged. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pressure sensor is defective. There was no reported patient involvement.